Event description:
It was reported that during a coronary treatment procedure, a stent dislodgement occurred. The target lesion was located in the right coronary artery (rca). The physician's attempt to cross the target lesion with a 20mm 4.50 veriflex monorail stent delivery system (sds) was unsuccessful as a jr4 runway guide catheter kept backing out of the rca artery. The jr4 runway guide catheter was changed to a different device. The physician manually put a bend on the 20mm 4.50 veriflex monorail stent to "assist around the corner." While loading the 20mm 4.50 veriflex monorail stent delivery system onto an unspecified guide wire the stent dislodged from the balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a coronary treatment procedure, a stent dislodgement occurred. The target lesion was located in the right coronary artery (rca). The physicians' attempt to cross the target lesion with a 20mm 4.50 veriflex monorail stent delivery system (sds) was unsuccessful as a jr4 runway guide catheter kept backing out of the rca artery. The jr4 runway guide catheter was changed to a different device. The physician manually put a bend on the 20mm 4.50 veriflex monorail stent to "assist around the corner". While loading the 20mm 4.50 veriflex monorail stent delivery system onto an unspecified guide wire the stent dislodged from the balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).device evaluated by manufacturer:a visual examination of the device found that the stent had detached from the delivery balloon and was not received for analysis. An examination of the balloon found a clear impression of where the stent had been crimped. The balloon did not appear to have been subjected to any positive pressures.the manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4)